Event description:
It was reported by an overseas distributor that a colonoscopy system lost all display images during a case. There were no negative consequences for the patient. Submission of this report does not, in itself, represent a conclusion that the medical device caused or contributed to an adverse event.

Manufacturer narrative:
Investigation found that the main connector board in the colonoscope was faulty, resulting in the issue.